Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and only work intermittently. The customer indicated that their blood glucose was high for them at 264mg/dl and they treated with manual injections. Customer indicated that their doctor has been contacted. Troubleshooting was performed and found that the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to verify the failed battery test or perform the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. The pump had minor scratches on the display window.